Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was 42 mg/dl at the time of incident. The customer stated that they were vomiting and felt sick. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms were noted. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored for five days and no unexpected delivery of bolus anomaly was noted. The insulin pump was received with cracked case at display window corners, display window and belt clip slot. The insulin pump was received with stained end cap sticker and minor scratched lcd window.